Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate anti-tachycardia pacing (atp) therapy due to lead noise. Noise was not reproduced with pocket manipulation. Possible inhibition of pacing due to oversensing noise was also noted. Clavicular crush was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).